Event description:
A rn was going to final dispose of a full sharps container and as she reached her hand around the container to pick it up, she reportedly received a needlestick from a needle attached to a 3cc syringe that had protruded through the side of the container.